Event description:
A customer in (B)(6) notified biomérieux of obtaining a false negative result while testing a patient sample using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008244900). Per the customer's procedure, they first perform total antibodies test (igg, igm, iga) with roche's reagent. If the result is positive, the hospital performs additional tests with vidas sars-cov-2 igg and igm. It was indicated that most of the concerned cases are patients with positive pcr result for whom, after 15 days, the total antibody index by the roche technique gave a positive result, and vidas sars-cov-2 igg and igm tests give negative results. The customer indicated that they also use an igg and igm immunochromatography technique. The current complaint was recorded for one patient tested with lot 1008244900. The following results were obtained for this patient : vidas sars cov-2 igg (lot: 1008244900 / 210729-0) : negative result 0.96 tv. Vidas sars cov-2 igm (lot: 1008206950 / 210715-0): negative result 0.49 tv. Roche anti-sars cov-2 (total antibodies detection including igg, igm, iga): 29.32 (positive result). Rapid test covid19 showed a visible band (meaning positive result) regarding igg. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6)regarding a false negative result while testing a patient sample using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008244900). The customer¿s sample was not available for the investigation. No anomalies were identified during the manufacturing, quality control, and packaging processes on vidas® sars cov-2 igg batch 1008244900 / 210729-0. The control chart analysis of four (4) internal samples with a positive target showed the customer's lot conformed to the specifications, and was in the trend compared to the other lots. The complaints laboratory tested four (4) internal samples (3 with a positive target and 1 with a negative target) on the retain kit of the customer¿s lot. The samples results complied with the expected specifications. The lab did not observe any evolution over time of vidas® sars cov-2 igg batch 1008244900 / 210729-0. In conclusion, biomerieux did not reproduce the vidas® sars cov-2 igg negative result when testing positive internal samples, and positive quality control samples on vidas® sars cov-2 igg batch 1008244900 / 210729-0. All the results complied with expectations. Unfortunately, without any concerned sample available, it is not possible to pursue further the investigation and explain the result observed by this customer. Per the investigation, there is no reconsideration of vidas® sars cov-2 igg ref. 423834 lot 1008244900 / 210729-0 performance. It is mentioned in the package insert of vidas® sars cov-2 igg ref. 423834 at the section limitations of the method: ¿ results obtained using samples from sars-cov-2 infected patients must be interpreted with caution. ¿ the individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably.